Event description:
Patient states that 4 catheters from the box were defective. The tubing was restricted allowing no urine flow. The other catheters in the box worked well. Frequency: qid, route: intracavernous. Dates of use: (B)(6) 2009 -- (B)(6) 2009. Diagnosis or reason for use: urethral stricture. Event abated after use stopped or dose reduced: yes.